Manufacturer narrative:
(B)(4). The device was returned and evaluated by the product analysis lab (pal). The pal evaluated the device and no failure or malfunction of the device was identified that could have caused or contributed to the increased intra-peritoneal volume (iipv) found in the device logs. The iipv was confirmed by review of the logs. The cause of the iipv was determined to be one or more cycles advanced to next fill when slow / no flow occurred above the minimum drain volume threshold. If there is any further relevant information, a supplemental medwatch will be filed.

Event description:
During a review of the logs of a returned homechoice (hc) machine, an increased intra-peritoneal volume (iipv) was identified during drain cycle 4. The patient's ultrafiltration (uf) reading was 2333 ml, indicating the home patient (hp) drained 2333 ml more than the largest prescribed fill volume of 2200 ml. This meant the total drain volume was approximately 4533 ml, which meets the iipv criteria. No patient injury or medical intervention was reported.